Manufacturer narrative:
(B)(4). Concomitant medical products: large metaphysis rasp # item 00789201380 lot unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01117. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip surgery, the broach fitted in the femur easily, but during implanting stem it was tight and the femur got cracked. Cables were applied to get the stem in. The rasp used and the actual implant had different profiles and the surgeon is suspecting that the rasp ID of wrong size. A delay of 30-45 min occurred during the procedure for application of cable to reduce fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: catalog#: 00789201330, large metaphysis rasp size 13, lot#: 71151200. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.